Event description:
Boston scientific received information that this right ventricular (rv) lead¿s pin was loose from the rest of the connector upon screwing the lead from the device. The lead was abandoned surgically and a new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.